Manufacturer narrative:
Polident tablets are manufactured in (B)(4). While the lot number for this product is available, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of exacerbation of asthma in a (B)(6) female pt who received double salt denture cleanser (B)(4) (polident denture cleanser tablets) for denture cleansing. A physician or other health care professional has not verified this report. Concurrent medical conditions included asthma. On an unk date, the pt started double salt denture cleanser (B)(4). At an unk time after starting double salt denture cleanser (B)(4), the pt experienced exacerbation of asthma (condition aggravated), cough and wheezing. This case was assessed as medically serious by gsk. Treatment with double salt denture cleanser (B)(4) was discontinued. At the time of reporting, the outcome of the events was unk. The pt said that when she uses certain products, such as polident tablets, it makes her asthma condition worse, manifest by coughing and wheezing.